Event description:
The customer reported that while running a hepatitis core assay, summit sample handler, misread a sample barcode. The barcode was read as "5171426" instead of "5171488". No error message was generated. An ortho field service engineer was dispatched. No death or serious injury was associated with this event.